Event description:
¿Appears potential atrial under sensing triggering device classified false termination of at/af (atrial tachycardia/atrial fibrillation) event(s) at times¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).